Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One narrow right angle large hex driver tip 24 mm (rash3n) was returned for investigation . Visual inspection of the as returned product identified wear about the driver body, tip, and latchlock. The driver is confirmed to be fractured in half at the middle portion. No device lot number was provided so a device history record review and a complaint history review could not be performed. A complaint history review by item number was conducted for the rash3n dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 08/18; delivery protocol. Complaint reported that the driver fractured at shank level. Procedure was completed with another driver. The reported event is confirmed following physical inspection of the product. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', evaluation codes. The following sections have been corrected: the investigation of the reported device revealed that the driver was fractured in a location that would not result in an adverse and could not have led to a death or serious injury if it were to recur. Therefore, this complaint is not considered reportable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver (rash3n) fractured at the shank level. The procedure was completed with another driver.